Event description:
Rn manager reports an abrasion on transfer set tubing described as an external "slice" less than 1/4 inch long in tubing midway between pt connector and twist clamp. The pt noted the mark after approx 3 mos of use. This mark was not noted when set was initially placed on pt. Pt and her caregiver deny any sharp objects near set. Pt uses carrying pouch to hold set between apd therapies. A set change was performed and rn noted no leakage through abrasion in tubing. Rn reports no pt injury or medical intervention as a result of the incident.